Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt results were obtained from multiple vitros qc fluids run on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related, as several ir wash error condition codes were posted during that time across both vitros phyt reagent lots, and several phyt calibration events failed. An ocd field engineer performed service actions to several analyzer subsystems to return the vitros 5600 to expected performance. Following these action, acceptable vitros phyt precision was observed. The investigation determined that the assignable cause of this event was instrument related.

Event description:
The customer obtained multiple higher and lower than expected phyt quality control results using a vitros 5600 integrated system (units are g/ml): (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected however the investigation can not conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).